Event description:
It was reported that the customer was in a vehicular accident and hospitalized, due to hypoglycemia. The reported blood glucose reading was 22 mg/dl. The customer stated that he could not hear any alarms on the insulin pump. Troubleshooting was performed, and the self test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.